Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returning it opened/used.

Event description:
The customer reported that she received readings from her sensor that diverged greatly from her blood glucose, causing her insulin pump to go into a low threshold suspend alarm state. The customer stated her sensor gave a reading of 45 mg/dl, which was at least 100 mg/dl off from her blood glucose. The customer's most recent blood glucose was 99 mg/dl. The customer stated the sensor was inserted in her abdomen and that she knew how to follow proper calibration protocol. The sensor was found to be slightly bent, which the customer stated was almost always the case for her sensors, upon removal. Nothing further was reported.